Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted, if the device is received.

Event description:
It was reported that after not being used through the weekend, the pump was unable to be turned on, despite being charged overnight. There was no impact to the customer's blood glucose level.